Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there are spots on the screen of the insulin pump. Customer also states that the screen is scratched. The blood glucose reading is. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with partial missing segments due to bleeding lcd. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.